Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed by review of the x-rays review and stickers. Initial op notes demonstrated that the patient had right tka due to osteoarthritis. The surgery went uneventful. Revision op notes were not provided. X-ray review demonstrated that slight mental orientation of the tibial stem component with eccentric positioning and closer proximity to the medial endostea region resulting in valgus orientation of the knee. No product was returned or pictures provided. An image of the explanted device was provided. Bone residual, cement and blood were seen on the implant. No damage of the implant was identified. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 65595201502 cruciate retaining cr-flex femoral component porous uncemented size e right with calcicoatâ® ceramic coating sterile product do not resterilize 63993627; 00595204010 articular surface use with plate 5,6 size green/c-h 10 mm height 64045527; 00597206532 all poly patella size 32 mm dia. Standard 8.5 mm thickness 64063444; 3325-040 depuy cmw 2 bone cement 8712984. Report source- foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, based on hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently was revised due to pain and instability with valgus deformity eleven months (11) post implantation. Surgeon review states from the x-rays review that a malposition was with in tibial component and femoral component is fairly positioned.